Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that asymptomatic patient was brought into the clinic after 2 episodes of non-sustained rv oversensing alert was seen on a remote transmission. The noise observed is consistent with patient maneuvering in an aggressive upper body movement during a scuba trip. No noise or non-sustained oversensing was sensed during isometric testing. The device was left as programmed. Patient is fine and will continue to be followed remotely.